Manufacturer narrative:
The complaint sample is not available and the lot number of product involved is unknown. Therefore a search was performed of the lots delivered to the patient, with a time frame of three months before of the event date, resulting in lot number 17ar08048. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lot has been sold and distributed. Batch records for the lot identified was reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported during treatment on (B)(6) 2017 he was advised to re-setup supplies, and when the patient contact removed the cassette, there was fluid leaking into the cycler. Additional follow up was made with the patient, who confirmed no injury occurred and stated she was able to complete treatment using the cycler. The patient stated it was unknown where the fluid leak occurred and confirmed no prophylactics were provided and no medical intervention or additional treatment was needed as a result of the reported fluid leak. The patient stated the sample was discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported during treatment on (B)(6) 2017 he was advised to re-setup supplies, and when the patient contact removed the cassette, there was fluid leaking into the cycler. Additional follow up was made with the patient, who confirmed no injury occurred and stated she was able to complete treatment using the cycler. The patient stated it was unknown where the fluid leak occurred and confirmed no prophylactics were provided and no medical intervention or additional treatment was needed as a result of the reported fluid leak. The patient stated the sample was discarded and was no longer available for evaluation. The lot number was unknown.